Manufacturer narrative:
Initial report ref natus complaint#: (B)(4). UDI not applicable. Customer reported no patient or user harm. Technical service confirmed the customer is responsible for the yearly electrical safety checks. They will typically place stickers on the device noting when the checks are done and when it's due next. Risk review: per (B)(4) rev 69 xltek eeg/psg risk analysis spreadsheet, hazard ID 2.1. Cause: failure of amplifier power supply/ transformer. Effect (harm): range from clinically insignificant to major injury from burns. Rba rating: medium. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. Customer will be sent a replacement isolation transformer, and the customer was informed to send back the defective unit for investigation.

Event description:
Isolation transformer - 110v ergojust cart - fire incident. The procedure that was conducted on the patient while using the natus device was video eeg. The power plug from portable kim17-eeg-pa-09 sparked and briefly caused a small fire, melting the attached wire. This happened as an eeg technician was plugging the machine into the outlet of an inpatient. No injuries.

Event description:
Isolation transformer - 110v ergojust cart - fire incident. The procedure that was conducted on the patient while using the natus device was video eeg. The power plug from portable kim17-eeg-pa-09 sparked and briefly caused a small fire, melting the attached wire. This happened as an eeg technician was plugging the machine into the outlet of an inpatient. No injuries.

Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). Corrections made to section d1, d2a, d4. There is only one device affected by this issue, model/part iso-na-ej (ops-93050-54-r, powervar), serial number (B)(6). A replacement isolation transformer, was sent to the customer. There have been no recent design or label changes related to this event. This power supply is manufactured by ametek-powervar and is used with natus device. Natus conducts device history record release of the system, which includes visual inspection and verification of labelling. The power cord plug was evaluated by natus and powervar, the device manufacturer. The plug was reviewed under the microscope and visually looking at the plug, it appears to be related to wear and tear. This is the only MDR reported for this issue for the past two years. This iso box was manufactured in the second quarter of 2017, seven years old, and shipped to the customer in early 2018. It is believed this issue is related to wear and tear. No related CAPA's. Further review of details to be carried out.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). Complaint case closed aug 16, 2024. Failure confirmed: yes. Investigation results: the insulation was compromised in the cord near the connector as it is clamshell plug. This is an off-the-shelf connector. The insulation could have failed with misuse as it doesn't have extra strain-relief protection. Root cause/probable root cause: the clamshell plug which came with the power conditioner(ups) does not have any strain relief (no wear & tear protection) is the cause for this issue recommended actions: capa005666 and eco# (B)(4) is in place to change the clamshell plug to molded plug.

Event description:
Isolation transformer - 110v ergojust cart - fire incident. The procedure that was conducted on the patient while using the natus device was video eeg. The power plug from portable kim17-eeg-pa-09 sparked and briefly caused a small fire, melting the attached wire. This happened as an eeg technician was plugging the machine into the outlet of an inpatient. No injuries.